Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the call. The customer stated that there is damage to the battery compartment of the insulin pump. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.